Event description:
A customer reported a malfunction alarm, identified as malf 0, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information and guidance on how to reset the pump. After the reset, the malfunction code did not recur.